Manufacturer narrative:
Unit evaluated by the distributor.

Event description:
It was reported by the distributor that a patient exited the bed and reportedly fell, sustaining a cut to their head and elbow. It was further alleged the bed exit did not alarm. The severity of the alleged injuries was not reported, nor was it reported if medical intervention was required. The unit was evaluated by the distributor who indicated no malfunction or defect was found.